Event description:
During a helicopter transport the device was used to administer external pacing to patient. After approximately 10 minutes, pacing current dropped to 0ma for no apparent reason. When the operator restarted the pacemaker, pacing functioned briefly then the pacer start/stop light again extinguished for no apparent reason and pacing stopped. This allegedly occurred several times during the transport. The patient expired. The hospital risk manager did not know if the alleged malfunction caused or contributed to the patient's death.